Event description:
It was reported that a patient underwent a left inguinal hernia repair procedure on (B)(6) 2021 and mesh was implanted. Chronic neuropathic pain following insertion of inguinal prosthesis (left side). Peripheral neuropathy objectified by enmg on (B)(6) 2022. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: medical records: cancer surgery - endocrine and emergency man born in 1971 extract from the consultation report of (B)(6) 2021 - dr (B)(6). Indication. Patient seen in consultation for the management of a left inguino-scrotal hernia. History: this is a 49 year old patient with a history of left knee ligamentoplasty, right knee arthroscopy, epididymitis twice, the last episode 15 days ago treated with ciprofloxacin responsible for neuropathic pain. The patient is a manager of his own company with a lot of handling work. History of the disease: the patient has had an inguinal hernia for many years as a result of intense physical exertion. It tends to grow in size and become painful. In the context of epididymitis, ultrasound was performed confirming the presence of a left inguino-scrotal hernia without a hernia on the right. Clinical examination: on clinical examination, there is indeed a painful hernia at the level of the deep left inguinal orifice which nevertheless remains impulsive and reducible. The right hernia orifice is free. Management: there is therefore an indication of surgical management in the face of this symptomatic hernia. We discussed the modalities of the intervention with mr. This intervention can be carried out according to the lichtenstein procedure since it is an inguino-scrotal hernia. We also talked about complications that can occur including surgical site infection and the need to remove the prosthesis in case of persistent infection, hematoma, but also chronic neuropathic pain. Given the painful nature of this hernia, I propose to mr. To operate on it within a relatively short time. This procedure can be done in ambulatory surgery. Extract from the operative report of (B)(6) 2021 (B)(6), digestive and oncological surgery - dr (B)(6), diagnosis: left inguino-scrotal hernia. Intervention: inguinal hernia cure by lichtenstein. Anamnese: this is a patient without a particular history who has for several years a left inguinal hernia that tends to increase in size and has become painful. On clinical examination, there is indeed a left inguino-scrotal hernia which remains impulsive and reducible but painful on palpation. Under these conditions, an indication of parietal repair is placed by direct approach with the placement of a prosthetic reinforcement. Procedure: general anesthesia. Supine cross arm. Betadine asepsis. Placement of sterile drapes. Left inguinal incision. Dissection of the subcutaneous space to the aponeurosis of the external oblique which will be split to the superficial inguinal orifice. Individualization of the inguinal canal that will be put on the lake. There is indeed a voluminous inguino-scrotal hernia with a sac that will be progressively separated from the inguinal canal, taking care not to damage the various elements of the cord and taking care to preserve the nervous pedicles. The dissection will be conducted to the deep inguinal orifice. At this level, ligation of the hernial sac and resection of it. Control of hemostasis. Placement of a pretensioned prolene plate of 13 cm x 6 which will be fixed by a point on the ligament of cooper then an overjet of prolene 2-0 on the crural arch. Closure of the two legs using separate points of prolène 2-0. Fixation of the prosthesis to the joint tendon using u-shaped points of prolène 2-0. Control of the absence of stenosis at the level of the deep inguinal orifice followed by aponeurotic closure of the aponeurosis of the external oblique by an overshot of vicryl o. Subcutaneous overshot of vicryl 3-0, intradermal overshot of monocryl 3-0. Extract from the ultrasound cr of the left inguinal region of (B)(6) 2022. Indication: recurrent pain after treatment of inguinal hernia about 1 years ago. Results: ultrasound study with provocation maneuvers does not show hernia recurrence. The installed hardware is visualized. No anomaly in spieghel line. No noticeable abnormal image around the spermatic cord. Contralateral integrity. (B)(6), digestive, oncological and emergency surgery extract from the consultation report of (B)(6) 2022 - dr. (B)(6). Patient reviewed in consultation for the persistence of scarpa pain at 1year of a cure of inguino-scrotal hernia left by lichtenstein. The patient actually describes pain in the inguinal cord but also in the inner face of the thighs. These pains are caused by certain movements but also by episodes of constipation. These are compression-type pains that are relieved by walking and cycling. On clinical examination, there is indeed a sensitivity at the level of the inguinal cord without particular abnormality, in particular no palpable hernia. The patient underwent an ultrasound scan of the inguinal region which did not find a hernia recurrence. In order to treat these pains, the patient took doliprane, which seems ineffective. Although these pains are not typical of neuropathic pain, I propose to set up a treatment with lyrica at 50 mg x 2 per day that we can increase in case of partial effectiveness. If the pain persists totally, we can possibly consider a consultation in neurology with possibly the realization of an electromyogram and can also discuss the realization of infiltration. (B)(6) digestive, oncological and emergency surgery extract from the consultation report of (B)(6) 2022 - dr. (B)(6) patient reviewed in consultation for the management of chronic pain after hernia repair. During our last consultation, I proposed to mr. (B)(6) the establishment of treatment with lyrica. However, he did not want to start this treatment for fear of side effects, particularly on the central nervous system. He therefore mainly modified his lifestyle and diet to reduce symptoms with noticeable effectiveness. However, pain persists almost daily but which seems of lesser intensity and which seems to be managed by taking efferalgan. As I mentioned in the previous consultation, it is very likely that this is neuropathic pain related to nerve damage during surgery. I had proposed to mr. ... The realization of an emg which could result in different treatments. I therefore propose to organize a consultation with my fellow neurologists to see the usefulness of these complementary examinations and discuss the different therapies that could be put in place. (B)(6) clinical and functional neurology service - doctor (B)(6) extract from the consultation report of (B)(6) 2022. Thank you for having addressed me in pelvi-perineal electromyographic exploration. This is a patient with neurogenic pain along the path of the left ilio-inguinal nerve, which appeared after surgical treatment of a left inguino-scrotal hernia on (B)(6) 2021. On neurological examination there is an indisputable tactile and painful hypoaesthesia in the territory of the left ilio-inguinal nerve predominant distal. The electromyographic examination carried out, the result of which you will find attached confirms the existence of a partial truncal involvement mainly demyelinating of the left ilio-inguinal nerve. This patient has understood and already implemented different strategies to reduce any compression and irritation in the painful region and on the ilio-inguinal nerve path which already brings incomplete but significant relief of pain. However, his pain remains daily combining burning sensations with paraesthesia like tingling, this is why an infiltration test on the ilio-inguinal nerve pathway could possibly. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?